Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room for high blood glucose levels of 800 mg/dl on (B)(6) 2013. The customer was admitted to the (B)(6) hospital in (B)(6). The customer declined troubleshooting for the hospitalization. No further information was reported.